Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. After a non-bsc guide wire crossed the lesion, a 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, the balloon failed to inflate and the shaft was broken between markers of the wire according to the scrub nurse. A non-bsc balloon catheter was used to aid in removal and the device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. After a non-bsc guide wire crossed the lesion, a 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, the balloon failed to inflate and the shaft was broken between markers of the wire according to the scrub nurse. A non-bsc balloon catheter was used to aid in removal and the device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patients status was stable. Device evaluated by manufacturer: the returned product consisted of an emerge balloon catheter and an unknown catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Microscopic examination revealed the hypotube is separated 59.5cm from the hub. There are also multiple kinks along the hypotube. There is blood present in the guidewire lumen and inflation lumen. Microscopic examination did not reveal any damages. The balloon is loose. The broken shaft was connected to a touhy adapter and stopcock then inflated using a balloon inflation device. The balloon was inflated to a rated burst pressure (rbp) of 14atm and could hold pressure for 5 minutes. Inspection of the remainder of the device presented no other damage or irregularities.